Event description:
It was reported that the patient went to the hospital due to pain at the pocket site. It was unknown if the pain dissipated when stimulation was turned off. Additional information received from the hcp reported that the cause of the event was the battery position was uncomfortable. The patient was reprogrammed on (B)(6) 2011 and no issues were found with the connections, impedances or programming. On (B)(6) 2011, the patient underwent a surgical revision to move the battery. The patient did not require hospitalization, there was no injury, and it was reported that the patient was comfortable.

Manufacturer narrative:
Concomitant medical products: lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, programmer model 37743 serial# (B)(4), accessory model 37752 serial# (B)(4).